Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered programmer s2d data shows 2 - rv lead integrity warnings on (B)(6) 2011 06:31:01 and (B)(6) 2011 12:27:53. 2 - patient alerts for lead failure predictor on (B)(6) 2011 06:31:01 and (B)(6) 2011 12:27:53. Sensing - interference/noise ventricular short interval count v-sic=4.7 counts avg/day, in 34.29 days, between (B)(6) 2011 03:53:03 and (B)(6) 2011 10:47:15. Sensing - oversensing 1 - ventricular nst=180 ms average v-cycle on (B)(6) 2011 06:28:48.

Event description:
It was reported that the patient expired. The patient suffered a ventricular fibrillation arrest which was recognized but only partial therapy was delivered and the patient was not converted out of the life threatening rhythm. The competitor high voltage lead is suspected, but no definitive information is available at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku